Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d354drm is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported the lead alert triggered due to high impedance measurements which then returned to baseline. Initially the lead was reprogrammed to increase the number of intervals and to increase the threshold to treatment to reduce the risk of inappropriate shocks. It was later determined the set screw was loose in the header. Lead revision was performed to tighten the set screw on the device header and subsequently, the lead tested appropriately and remains in use. The patient is enrolled in the system longevity study. No patient complications have been performed as a result of this event.